Event description:
The customer stated that the escape button on the insulin pump was unresponsive. Nothing further was reported.

Manufacturer narrative:
The display was blank due to a faulty liquid crystal display driver.